Manufacturer narrative:
Event and therapy date are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-31385. It was reported patient experienced impedance issue and was unable to place ipg into MRI mode. It was found that the impedances were high. As result patient underwent surgical intervention wherein the lead and ipg were replaced which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.